Manufacturer narrative:
On (B)(6) integra investigation completed. Failure analysis, device history evaluation. Failure analysis - the power input module, line filter and ferrite wiring are burnt out/ damaged. Functional testing found the power supply, lamp module and fans are working as intended. The mlx light source can be powered "on" with the test device and functioned properly. Device history evaluation - device history record reviewed, no abnormalities related to the reported failure. The reported complaint was confirmed. The unit was considered to have been physically damage due to user error. No manufacturing or design related issues were confirmed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports light source, mlx , caught on fire, no patient injury.on (B)(6) 2017 biomedical reports that the or staff was prepping equipment before patient arrived in the room for surgery when they saw sparks of fire from where cable connects to box. No one harmed.